Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the device noted; the first trocar balloon had a cut. The obturator lock collar, valve seal and doors appeared intact. The inflation syringe was received. The visual inspection of the devices noted; the second trocar balloon had a cut. The obturator lock collar, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloon was inflated no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut on the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Event description:
According to the reporter, intra-operatively, the device balloon did not inflate and did not expand. They changed the device to complete the case and resolve the issue. The patient was alive with no injury.